Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "rupture, swelling, burning, pain, and a rash that started on the right side but that has now spread up the neck, under the right arm and the front of both the left and right side of the chest".

Event description:
Patient reported "rupture, swelling, burning, pain, and a rash that started on the right side but that has now spread up the neck, under the right arm and the front of both the left and right side of the chest" against right device. The device remains implanted.